Event description:
It was reported that there had been chemo leaking from the device, and the pump had been alarming with error 1660 and error 1610. The caller had stated that the device would not power off, so the batteries had been removed. She had stated she was pretty confident that chemo had leaked into the pump. The patient had not been affected.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.